Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they think their implantable pulse generator (ipg) isn't working properly and they feel something isn't right. The ipg remains in use. No further patient complications have been reported as a result of this event.